Event description:
It was reported that, "following an out pt surgical procedure, the pt reported numbness at the ground pad application site. There was no report of damage to the skin or the underlying tissue."